Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet intermittently failed to charge, with some attempts resulting in only partial charge and other attempts reaching a full charge; a replacement charger was shipped for troubleshooting to determine if the issue is related to the charging accessory or interface. No reported adverse clinical effects reported. Outcomes included no change in therapy, no emergency treatment, and no hospitalization. Customer care provided remote troubleshooting and provision of a replacement charger and investigation to assess device performance with a new power accessory. Investigation of this case revealed a suspected charger or charging connection issue consistent with intermittent power transfer to the device. It was concluded, based on previously established findings for similar reports, that the cause was likely accessory-related or user-environment related charging variability.